Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the supera self-expanding stent system and stent were removed without fluoroscopy. It should be noted that the supera peripheral stent system instructions for use (IFU) states: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. Precaution: should unusual resistance be felt at any time during stent deployment the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The deviation of the IFU does not appear to have caused/contributed to the reported difficulties. As there was no reported damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily tortuous and heavily calcified anatomy resulted in the ratchet being unable to properly engage and release the stent from the delivery system thus resulting in reported activation failure/ deployment failure and the reported mechanical jam; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the distal superficial femoral artery. The 4.5x40mm supera self-expanding stent system (sess) was prepared per the instructions for use (IFU). Following pre-dilatation with an unspecified 5mm balloon at nominal pressure, the sess was advanced. The sess was being deployed per the IFU; however, it only deployed about 10mm and then the thumbslide stopped working and it could not be further deployed. The sess was locked and the sess and stent were removed together without resistance. The sess and stent were removed without fluoroscopy. The procedure was successfully completed with a 4.5x16mm supera stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.